Event description:
It was reported that soon after the catheter was inserted into the internal jugular vein of the pt, the extension line came off the injection hub of the distal lumen. As a result, the catheter was removed and replaced with a new one without issue or complications to the pt. Additional info received on (B)(6) 2010 from arrow (B)(4) stated that "the extension line came off the hub immediately after the catheter was inserted into the pt and was not caused by pt movement. There was no reported trauma to the insertion site and it is unk what was used to prep the site."

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.